Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that an infusion of fentanyl was programmed to infuse between 100-150mcg/hr was noted to be unexpectedly empty. The rn thought at least 8-10 mls should have been remaining in the bag/vial. There was no patient harm.

Event description:
The patient was also receiving an infusion of amiodarone on a separate pump.

Manufacturer narrative:
Based on new information from the customer that the missing fluid was accounted for in the tubing, the file is no longer reportable.

Event description:
Following an internal chart audit at the facility, the customer reported that the missing medication was accounted for in the tubing set and the customer considers the issue resolved.